Event description:
It was reported that a display issue occurred on a mobile application. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A4 weight/weight units - correction. H2: correction. MFR (3004753838-2025-059787) was reported in error. Please disregard initial reporting of the patient's weight, as this was selected in error patient weight was not provided on the parent complaint.

Event description:
Subsequent the initial MDR, a correction is required.